Manufacturer narrative:
The user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto off alarm. The customer alleged that the pump had been interacted with prior to the auto off alarm. Blood glucose level was 226 mg/dl. Tandem technical support reviewed pump data and confirmed that customer did not interact with the pump for 12 hours prior to the auto off alarm occurring. Multiple contact attempts were made by tandem technical support to inform the customer of the results of the data review; however, the customer did not respond.